Manufacturer narrative:
(B)(4). Date sent: 3/24/2025 additional information was requested, and the following was obtained: product name: echelon contour w/ green reload product code: gcs40g lot number: unknow 1. Was the device difficult to open? Yes, tissue pin was stuck and would not retract back to the home position. 2. Did the tissue retaining pin lock into the correct position? Yes 3. Was the device locked on tissue with anvil/jaw closed? Yes 4. If yes, how was the device removed? Surgeon had to cut the stapler off tissue and then opened a new contour stapler to complete the firing. 5. Did the jaws eventually open? No 6. Was the device not able to be removed and subsequently the tissue was cut? Yes 7. Could you please clarify if there were any patient consequences? No patient consequences 8. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? None.

Manufacturer narrative:
(B)(4). Date sent 3/19/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device difficult to open? Did the tissue retaining pin lock into the correct position? Was the device locked on tissue with anvil/jaw closed? If yes, how was the device removed? Did the jaws eventually open? Was the device not able to be removed and subsequently the tissue was cut? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap sigmoid resection, the device did not sound right when they fired the first time so they squeezed the handle again. The retaining pin was stuck and they could not get the stapler off the tissue. It is unknown how the device was removed. Unknown how the case was completed. No patient harm was reported.